Manufacturer narrative:
((B)(4)) a review of the complaint device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. ((B)(4)) one retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. (B)(4).

Event description:
During an aortic repair valve replacement performed on (B)(6) 2015, suture hole bleeding was noticed, which required the use of hemostatic agent. The graft remained implanted. The patient was reported as processing well.